Event description:
Customer reported button error alarm. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. All of the buttons functioned properly. No button error alarm was noted. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.